Event description:
During a routine annual survey conducted by 4web patient specific implants team, a surgeon reported that a patient elected for amputation below-the-knee. Per information received, the subtalar fusion was felt to be unstable and a persistent source of pain and disability leading to the decision. The patient had pre-existing ankle and joint sub-talar arthritis and avascular necrosis of the talus. The date of amputation is unknown.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.